Event description:
It was reported that thrombosis occurred. The patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 40mm watchman flx pro closure device. On (B)(6) 2024, at the 45-day follow-up, transesophageal echocardiography (tee) revealed a thrombus-like echo image observed on the device end screw. Upon reviewing the images, there was no mobility, and the brightness was high; however, as compared to images immediately after placement, a thrombus cannot be ruled out. The patient was on a medication regime of warfarin, and it was decided to continue warfarin treatment. At present, the patient vitals are stable, and there are no signs of stroke-like symptoms. The physician noted that the thrombus was only slightly observed on the end screw, and also seems to resemble the process of normal endothelialization; however, since a thrombus cannot be completely ruled out on the echocardiogram, the plan is to continue monitoring while the patient remains on warfarin medication regime.